Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with the right ventricular (rv) lead failing to capture at maximum outputs, unstable thresholds and multiple ventricular high rate episodes being logged that day as a result of oversensing. The lead was emergently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient's relative that the patient experienced a syncopal event, vomited and experienced bradycardia. It was further reported that a temporary lead was inserted to bridge the patient to lead replacement. No further patient complications have been reported as a result of this event.